Manufacturer narrative:
(B)(4). Product not returned for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 137 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The customer refused back to back tests because she stated she had eaten. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Memory concerns:137 mg/dl.

Manufacturer narrative:
Internal report # (B)(4). Investigation completed and product system evaluated with no defect found. Most likely underlying root cause of malfunction:user had an inaccurate reference. Note: test strip-UDI#:(B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 137 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The customer refused back to back tests because she stated she had eaten. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): the 123mg/dl (B)(6) 2016 08:28 am fasting:yes, the 124mg/dl (B)(6) 2016 09:00 am fasting:yes, the 137mg/dl (B)(6) 2016 04:53 pm fasting:yes, undisclosed, undisclosed. Memory concerns:137 mg/dl.